Event description:
Reporter noted tuning error message received during set up and capsulorhexis. Converted to ecce and implanted iol. Increase in surgical time, and slight corneal edema, but good prognosis expected. Canceled one case.